Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with a dislodged atrial lead. P-wave amplitude was low and produced atrial lead noise reversion. The lead was attempted to be reused but the helix would not rotate so a new atrial lead was used instead. No complications or adverse events noted prior, during, or after procedure.